Manufacturer narrative:
Device evaluation: the 01x evo-pc-10-11-6-b device of lot number c1960267 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0057) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the distal end of delivery system may have become caught in the stent grasping loop or the stent itself after deployment and during withdrawal, which in turn could have attributed to the stent remaining attached to the delivery system during withdrawal from the endoscope. Another possible root cause could be attributed to the user not re-sheathing the delivery system fully before removing from the patient after stent deployment (step 13 IFU) however, as there were no images or a device returned for evaluation, it is not possible to definitively determine if the user did not comply with step 13 of the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A replacement device was used successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-jan-2024.

Event description:
Ercp procedure with tumour, patient with stenosis. A papillotomy was performed with the passage of a metallic prosthesis, but after performing all the release according to the manufacturer's instructions, the prosthesis did not release from the system, even pulling the safety wire. When the system was pulled, the prosthesis came with it, making it necessary to change the material and use a new prosthesis. There was almost damage to the duodenoscope, as the prosthesis entered the canal. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.